Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and foud the plunger clamp in the reported problem area of the pipette assembly was stuck due to submerged collet. The collet sleeve and plunger clamp were cleaned. The ejection pin/clamp was checked. The x-arm position was verified. The instrument was tested without further problem and returned to svc.